Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient was admitted to the hospital and that the pump was not working. The managing physician instructed to call medtronic to have someone come to the hospital to fix the pump. The hcp stated that the patient saw their pain specialist on (B)(6) who said the pump was not working and the patient was going to see the managing physician the next day to "change the pump out". The hcp stated that the patient did not make that appointment and was admitted to the hospital on (B)(6). The hcp stated that the patient was experiencing severe pain but managing physician stated that the pain was not related to the pump but to another procedure the patient had.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.